Event description:
The customer reported a positive result when testing a patient serum sample with the sure-vue serum/urine hcg-stat. The patient had been diagnosed with breast cancer and was being tested prior to treatment. The patient was tested with a siemens pregnancy screen, which produced a positive result. The patient was also tested on the orthos eci and beckman dx instruments, with results of 0.01 miu/ml and 0.78 miu/ml, respectively. The customer stated that the patient's treatment was on hold until it could be determined whether she was pregnant.

Manufacturer narrative:
Investigation conclusion pending completion of investigation.

Event description:
The customer reported a positive result when testing a patient serum sample with the sure-vue serum/urine hcg-stat. The patient had been diagnosed with breast cancer and was being tested prior to treatment. The patient was tested with a siemens pregnancy screen, which produced a positive result. The patient was also tested on the orthos eci and beckman dx instruments, with results of 0.01 miu/ml and 0.78 miu/ml, respectively. The customer stated that the patient's treatment was on hold until it could be determined whether she was pregnant.

Manufacturer narrative:
H6: updated investigation findings and investigation conclusions codes based on the investigation outcome. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retained devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. Retained devices were also tested with low-hcg serum standards (2 miu/ml). The results were read at 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. Returned devices were tested with the patient serum sample. The results were read at 5 and 6 minutes, and all devices yielded positive results. Quantitative testing was performed on the patient serum sample, with a mean result of 29.1 miu/ml hcg. This is above the level of detection of 10 miu/ml when testing serum samples with the sure-vue serum/urine hcg-stat. Therefore, the positive results observed when testing the returned product would be expected; the product performed as expected. Per the package insert: a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.b1: removed product problem, as the investigation showed that the product performed as expected. H1: the event is no longer considered a malfunction, as the investigation showed that the product performed as expected.